Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 9. There was no impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, resolving the issue as the malfunction code did not recur.